Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One shows an image of the fluoro screen depicting an aortogram of the annulus with the navitor valve fully released. Due to image quality and field of view, it is difficult to analyze the depth of the ncc and lcc sides of the valve. The annular end of the ncc side of the valve appears to be slightly compressed, potentially due to the ncc calcium mentioned by the physician. This may contribute to migration, but this cannot be confirmed as a cause based on this image alone. The second cell phone image is of a hemodynamics chart of the patient that appears to show aortic and ventricular pressures of the patient post tavi. The chart shows near 0 gradient as noted in the procedure description, confirming a positive clinical outcome of the presumed second valve. No information about the event itself can be concluded from this image. Based on the available information, the root cause of the reported event could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a 19f flexnav delivery system. The annular dimesnion of the native valve were annulus 22.7mm/71.3mm and left ventricular outflow tract (lvot) 22.5mm/72.8mm. The valve was implanted too high at a depth of 3mm, after the release the valve depth measured 1mm. After some time, the valve was migrated to aorta then it got snared and controlled. A new 27mm navitor valve was implanted at a depth of 3mm and there was no gradient and paravalvular leak (pvl) was noted. The physician mentioned the cause of migration were high implant and calcium on the non-coronary (nc) side. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.